Event description:
On (B)(6) 2011 at 12:30 am, the lay-user/patient contacted animas alleging that her blood glucose was lowered to 27 mg/dl and she passed out while on insulin pump therapy. Her sister administered glucagon to raise the patient's blood glucose to 39 mg/dl. Her blood glucose eventually elevated 101 mg/dl at 1:30 am. The patient did not required medical invention from the emt or the hospital. During troubleshooting, the animas representative confirmed that the bolus had been delivered as programmed. There was no product malfunction involved with the alleged hypoglycemic episode. It is not clear was attributed to the patient's low blood glucose at the time of concern. This complaint is being reported because, the patient allegedly was hypoglycemic while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no insulin delivery defects found during investigation. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.